Event description:
A customer reported to beckman coulter, inc. (Bec) that a clear fluid was dripping from coulter lh 750 hematology analyzer. The leak was approximately 5 ml volume, and was not contained within the instrument. The lab technicians were wearing lab coats, gloves, but no face protection when the leak was discovered. There was no report of exposure to mucous membranes or open wounds, and no one had to seek medical attention. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. There was no impact to patient results. There was no death, injury or change to patient treatment attributed or connected to this complaint. The field service engineer (fse) replaced the tubing through valve vl6 to repair the leak. Service activity performed was verified per established procedures, and the results met published performance specifications.

Manufacturer narrative:
(B)(4).